Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the wound infection cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
On march 19, 2025, novocure received the literature article "concurrent tumor-treating fields and chemoradiotherapy: outcomes in grade 4 glioma patients." This retrospective study was conducted to evaluate the efficacy and safety of an integrated treatment regimen that incorporates tumor-treating fields with concurrent chemoradiotherapy. The retrospective research analyzed the clinical data of 39 adult patients with newly diagnosed, world health organization (who) grade 4 gliomas that received concurrent treatment of temozolomide, tumor treating fields, and brain irradiation. Maintenance treatment consisted of ongoing temozolomide and tumor treating fields. The authors identified one serious adverse event as related to optune gio therapy. An unknown patient experienced a grade ii dermatological adverse event that required drainage treatment for purulent wound discharge. The patient temporarily discontinued optune gio therapy. The authors concluded that the use of ttfields with concurrent post-surgery chemoradiotherapy was both safe and effective for treating patients with newly diagnosed who grade 4 gliomas, exhibiting only limited toxicity.